Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has not been received by zimmer biomet and the investigation will begin once product is received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the zimmer skin graft mesher cut through the skin while meshing skin. There was impact/damage to the graft harvest therefore an additional graft was required. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. On january 10, 2018, it was reported that the device cut through the skin while meshing. On february 5, 2018, it was clarified that the issue occurred during surgery. There was a surgical delay on 1-15 minutes while the patient was under anesthesia to obtain an additional device. There was impact/ damage to the harvest graft, therefore an additional graft was required. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated skin graft mesher serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the bottom plate of the roller was damaged and the comb were replaced. This is not a related issue. The device history record (DHR) and previous repair report review, for serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated 1.5 cutter serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2018 revealed the left hand side wall was worn on the inside surface. The pre-testing could not be performed due to the bent comb. The bent comb caused the device to not roll smoothly. The shoulder bolts, washers and nuts were all damaged. The bottom roller was also worn. The 1.5:1 cutter did not produce a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2018 which included replacement of the comb, belleville washers, shoulder bolts, cap nuts, bottom roller, bottom roller gear, left side plate and bearings. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since the bent comb caused the device to not roll smoothly and the account¿s cutter produced an incomplete mesh. The cause of the device cutting through the skin while meshing was due the damaged comb and cutter. The root cause of the device cutting through the skin while meshing could not be determined with the provided information since it is unknown how the components became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.